Event description:
Reference number (B)(6). Event occurred in the united states. It was reported that patient faced low blood glucose event on (B)(6) 2026. The patient treated with carbs intake other than insulin. No further information available.